Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint wear of the tissue pad with metal exposure was confirmed. Based on the results of the investigation, it is likely the reportable event occurred due to: ultrasound was output when thick tissue was grasped at the tip of the grasping part, resulting in contact between the probe and the tissue pad at the rear end of the grasping part, causing severe wear of the tissue pad. Wear of the tissue pad caused the probe to come into contact with the non-insulating part of the grasping section. Ultrasonic waves were output when the probe was in contact with the non-insulating part of the gripping part, resulting in contact marks. In addition, an abnormal probe breakage (u504) occurred. The following is included in the instructions for use (IFU): drawing number and revision number of IFU: rc2058 09. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the instrument exhibited wear of the tissue pad with metal exposure. There were no reports of patient involvement.